Event description:
It was reported that the device is for repair. The issue of the device is unknown. There was unknown patient involvement, unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed, and a bubbled dso seal was found. Ehl was downloaded and inspected - no problems found. Pump was tested for flow accuracy and passed. The problem was not duplicated as no exact issue was reported. No action taken for the reported issue as no exact issue was reported. However, the dso seal was replaced.